Event description:
It was reported that the monopolar curved scissors instrument is not alligned. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the tube extension dislodged from the main tube. The entire extension wall is broken at the base and as a result, the tube extension can be rotated 360 degrees. Damage may be due to excessive side loading. Engineering also observed the main tube has a 2 inch long section just below the midpoint with material removed all around the tube. Based on the location and appearance, the damage may have been caused by a cannula accessory. The dislodged tube extension may also have contributed to the main tube damage, as instrument would have been more difficult to remove from the cannula due to breakage. No other damage was found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.